Manufacturer narrative:
Lot history records were reviewed. The mesh rolls used to manufacture this lot of mesh met specification for suture retention strength and ball burst strength. The lot records showed that the fish oil passed all analytical testing. Fourier transform infrared spectroscopy test records showed that the mesh coating had adequate crosslinking. Sterilization records show that the lot was released. The packaged finished goods met the pouch peel test acceptance requirements. Based on the lot records, the device was manufactured according to the appropriate manufacturing procedures and met all required specifications for the device at the time of manufacture. Clinical evaluation: any surgery that causes a break in the skin can lead to a postoperative infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorgaisms that are already on or in our body and then spread into the wound. Other risks for infection include a compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. The instructions for use states in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs."

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Received a report of a possible infection four days after mesh was implanted.